Manufacturer narrative:
H.6. Investigation: one 20039e7d sample was received for investigation without residual fluid, alongside an open packaging from lot 20066603. A visual inspection of the 20039e7d sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by connecting it to a 50ml bd plastipak syringe and to a 5ml bd luer slip syringe from retained stock and flushing with fluid; no occlusion or flow restriction was identified during testing. A review of the production records for lot 20066603 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience.

Event description:
It was reported that saline would not flush through the smallbore 6 inch ext vlv, 7 day due to flow issues/blockage. The following information was provided by the initial reporter: "smartsite ext set was being primed with saline to attach to pivc. It would not allow saline to flush through. Two posiflush were used to attempt to flush but neither would flush through".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that saline would not flush through the smallbore 6 inch ext vlv, 7 day due to flow issues/blockage. The following information was provided by the initial reporter: "smartsite ext set was being primed with saline to attach to pivc. It would not allow saline to flush through. Two posiflush were used to attempt to flush but neither would flush through."